Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 2 years 7 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
The consumer called stating that she allegedly cannot let the 5310ivc semi electric bed down. There is a screw missing on the right side and the bed allegedly sticks on the top left and right, there is something that is not catching. No injury alleged.